Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The unit was received with normal operating currents. The unit passed the self test and off no power test. Able to verify history screen noted. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was unknown at the time of the incident. Customer stated the drive support cap appears normal. The customer was able to rewind the device. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.